Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a rise in pacing impedance. The lead underwent a defibrillation threshold test on (B)(6) 2018 and revealed normal high-voltage impedance. No intervention was performed and the patient would continue to be monitored.